Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient experienced excessive sweating throughout her body, discomfort, and the sensation of burning due to the ipg feeling hot while charging.

Event description:
A report was received that the patient was getting some like of a burn when charging as the ipg was getting hot.